Event description:
Ous MDR - after an implantation period of approx. 86 months shock impedance values > 150 ohm were reported. After changing the configuration to vd > can the value remains in 85 ohm. The patient will follow-up via home monitoring. The lead is still active and implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available shock impedance trend curve showed a stable progression around 60 ohms between november 2017 and june 2018 with a subsequent sudden increase to greater than 150 ohms in (B)(6) 2018 as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.